Event description:
The customer reported a pacing failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacing failure. There was no report of patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The power pca was replaced to resolve the failure. The device passed all performance assurances tests and was placed back into use.